Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the reporter: as the doctor was suturing the needle came off the suture. The surgeon could not find the needle anywhere and did not want to do any damage to the pt so decided to leave it in the pt. Pt status: the pt was discharged but still has a needle inside his pelvis. There was no bleeding reported in excess of 250cc. The case was extended by 1 hour. There was unanticipated tissue loss. He did receive any x-ray during the case of a cystoscopy and also a digital rectal exam, but they could not find it.